Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 499 mg/dl. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 499 mg/dl. The customer dropped the pump while at the hospital and was unable to complete the rewind and prime sequence. The customer cause of emergency room visit as per health care provider was high blood glucose. Customer was wearing the pump at time of emergency room visit. The customer stated the drive support cap appears normal. The customer was advised to monitor pump and that the pump is working as designed.